Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead previously exhibited muscle stimulation during a device change out procedure when exposed to electrocautery. Muscle stimulation was also present in unipolar pacing. Since the stimulation threshold was above the pacing threshold and other lead measurements were within normal limits, the physician elected to monitor and keep the lead in place. During that time, the physician suspected that the nerve had been damaged and was sensitive. Approximately four months later, this lead was surgically abandoned. The lead still exhibited muscle stimulation, but there was also noise which was oversensed and resulted in pacing inhibition. Asystole greater than 2 seconds occurred. At this time, the physician believed the lead was damaged and there was an insulation abrasion. No additional adverse patient effects were reported.